Event description:
Patient presented hip pain while going through range of motion during physical therapy. After ordering xrays it was discovered that the nail had broken at the transverse screw hole. Patient did not report any incidents or high impact moments that would indicate exactly when the nail would have broken.